Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a ventral hernia repair on (B)(6) 2019 and the absorbable straps were used. It was reported that during surgery there was improper firing and the strap not adhering to tissue when firing. There were no adverse patient consequences reported.